Manufacturer narrative:
While the physician stated that the oad may have operated in a larger orbit than intended due to a fracture of another component used in this case, the results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Based on the information reported to csi, damage to another component used during the procedure may have contributed to the perforation. The damage to that component was reported in MDR 3004742232-2020-00042. Csi ID: (B)(4).

Event description:
A diamondback orbital atherectomy device (oad) and viperwire were selected for treatment of a lesion in the left circumflex (lcx) artery, which was moderately tortuous and 90% stenotic. Two treatments were administered at low speed with distal-to-proximal approach. The oad made contact with the viperwire spring tip, and the tip fractured. However, the physician did not notice this at the time. A third treatment was administered on low speed from a proximal-to-distal approach, and a perforation occurred. The physician attributed the perforation to the oad; the physician believes the oad may have traveled in a larger orbit due to the fracture of the spring tip of the wire. A balloon was inflated, but hemostasis was not achieved. Therefore, a covered stent was deployed. The patient was discharged on (B)(6) 2020 without any problems.